Manufacturer narrative:
(B)(4).

Event description:
The patient reported via the company representative (rep) no pain relief which occurred on (B)(6) 2016. The patient refers unsatisfactory relief from pain and even worsened pain symptoms. It was unknown what led to this event. It was unknown if any diagnostics/troubleshooting was performed. It was unknown if any interventions or actions were taken to resolve the issue. No surgical intervention occurred, unknown if planned. The issue was not resolved at the time of this report. The patient was alive with no injury. No additional information was available regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.